Event description:
It has been reported that the small monitor behind flexvision was not working and completely black. There was no live x-ray display. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. The system was in clinical use at the time of the event.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the no display on the screen behind the flexvision. Troubleshooting actions identified that due to disabled 5v output of monitor screen, there was no displays. The fse resetting the parameter to on. After resetting, system was returned to use in good working order. The codes were updated based on the investigation outcome.